Manufacturer narrative:
The driver has not returned for evaluation. Photographs were not provided. A review of the device history records could not be performed as the identifying lot number was not provided. The root cause is unintended use of the device. The driver is meant to drive set screws with expected torque values. This driver was used to remove hardware which is the opposite direction of expected loads and can result in forces greater than those in which the instrument is designed for. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that the driver broke during removal of a screw. This is report 2 of 3.

Manufacturer narrative:
Additional information: d4. Lot #: 8126801; h4. Device manufacture date: 07/16/2018. Corrected information: d4. Primary UDI: (B)(4). D9. Yes, returned to manufacturer on 11/15/2024. H3. Yes. H6. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusions: 18, 61. Device evaluation: visual inspection confirms the hexalobe feature has sheared off. This failure is due to unintended use of the device. The driver is meant to driver set screws with expected torque values. This driver was used to remove hardware which is the opposite direction of expected loads and can result in forces greater than those in which the instrument is designed for. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this event. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.